Event description:
Device evaluation: lifescan received the test strips involved with this complaint january 12, 2015. Device evaluation was completed on january 19, 2015. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. The meter was also returned and tested. Error message 4 observed in the error log, but the errors were not reproduced during the investigation. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, the patient contacted lifescan (lfs) USA, alleging that their one touch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2014 at ¿9:00am¿. The patient manages their diabetes with insulin (self-adjuster) and denied taking any action in response to their regular diabetes management regimen routine as a result of the error message appearing. The patient stated that ¿30 mins¿ after the error message appeared they developed symptoms of ¿lightheaded¿. The patient denied receiving any form of treatment due to the alleged product issue. At the time of troubleshooting the cca noted that the meter was not in use for the first time. The correct testing steps and strips were being used. However, the issue was resolved with training. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.